Event description:
The jaws of the applier were found bent during an urological surgery. Therefore, it was replaced with a new one to complete the surgery. No patient injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in april of 2020. Evaluation of the returned instrument shows that the jaws are loose and misaligned and bent to one side and the jaw pivot pin is pulled thru one side of the damaged/bent outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is also bent/damaged where it engages the jaws, and its bosses are both damaged. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier were found bent during an urological surgery. Therefore, it was replaced with a new one to complete the surgery. No patient injury reported.